Event description:
Caller alleged discrepant results compared with the lad. Results as follows: date: (B)(6) 2010, inratio: 4.0, lab: 2.7. Date: (B)(6) 2010, inratio: 0.9, lab: - date: (B)(6) 2010, inratio: 3.1, lab: 2.6 (correlation with hospital lab).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010, inratio: 4.0, reference: 2.7. Mean: 3.35, confidence limits: 1.9-4.6, 2.5 hour lapse between two readings above (B)(6) 2010 3.1, 2.6, 2.85, 1.7-3.8, the mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing.**0.9 inr is excluded from comparison test due to pending lab test result, as indicated on case comments. Conclusion: data analysis of mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. Follow-up communication with nurse found normal donor test was inr=0.8. The results are not considered discrepant within that context of the documented variability for inr testing. As of (B)(6) 2010, 8 discrepant result complaints were reported for lot #220444 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time.